Event description:
It was reported that a rezum generator displayed error 241 (water pressure high), and priming failed. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with or unknown sedation.

Event description:
It was reported that a rezum generator displayed error 241 (water pressure high), and priming failed. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with or unknown sedation.

Manufacturer narrative:
Upon receipt of this generator at our quality assurance laboratory, it was thoroughly analyzed. Product analysis did not identify any abnormality with the returned generator. The generator was in overall good physical condition. Functional testing was performed, and the generator worked as intended. No errors appeared during the functional testing. The error log was reviewed, and it was noticed error 241 (water pressure high) had occurred several times. Therefore as a precaution, the pressure sensor was replaced. The generator received all required updates, and passed full functional and electrical safety testing. The review completed on the DHR for this generator confirmed that it met specification prior to release. Based on the information available, no abnormality was identified that could have led to the reported clinical observation. Therefore, the reported issues cannot be confirmed, and a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that a rezum generator displayed error 241 (water pressure high), and priming failed. The procedure was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with or unknown sedation.